Event description:
While placing a pt onto the surgical table, both sides of the leg section frame casting broke away and the leg section dropped, unexpectedly. The incident did not result in any injuries to the pt or the operating room personnel.